Manufacturer narrative:
Device identifiers were requested from the initial reporter, but no information was provided despite multiple contact attempts. Manufacturer reference #: (B)(4).

Event description:
Additional information was requested from the surgeon on 4 separate occasions and no response was received.

Manufacturer narrative:
Device identifiers have been requested. Iop elevation is listed in the device labeling as a potential adverse event. (B)(4).

Event description:
The surgeon reports that some of his hydrus microstent patients have had postoperative intraocular pressure (iop) spikes and variable results. Additional information has been requested to understand the number of patients/devices involved and event details.